Event description:
In this event, it was reported that a pt experienced an allergic reaction after having an impression taken with hydrolise impression material. The dentist stated that the pt had red areas that vanished after 24 hours. The pt was treated with a dermal cream with prednisolone named "linona fett n. 1".

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Retain product was tested and found to be within see scanned page.